Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced intermittent low blood glucose (bg) levels; values were not provided. Low bg causes were not known. Reportedly, the customer was using u-200 humalog insulin within their pump supplies. Tandem technical support advised the customer against using off-label insulin. Customer consumed carbohydrates to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.